Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as no log files were submitted for review. A specific cause for the alarms and a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists hypertension and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1, ¿introduction,¿ addresses pump parameters, including pump speed and pulsatility index (pi). Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures,¿ warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 of the IFU also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in a clinic visit and complained of frequent low flow alarms. Their hematocrit was adjusted to 20% for the low flow alarms. Their doppler pressure was measured at 104mmhg and later dropped to 94mmhg. Mitral regurgitation was noted on transthoracic echocardiogram (tte). Hydralazine was increased to 100 mg three times a day and torsemide was stopped. The patient was also encouraged to intake more fluids. The patient continued to have more low flow alarms despite drinking more fluids. Doppler pressure was measured at 84mmhg and coreg 3.125 mg bidaily was started. A right heart catheterization (rhc) and ramp study were performed on (B)(6) 2023. The rhc noted mild right ventricular dysfunction and the aortic valve opening every beat. Fluid intake was increased, florinef 0.1 mg weekly started, and carvedilol increased to 6.25 bidaily. On (B)(6) 2023, the patient had a doppler pressure of 60 with lightheadedness and dizziness. Florinef was increased to 0.1 mg twice a week and coreg was decreased to 3.125 bidaily.